Manufacturer narrative:
No information was provided regarding patient outcome/condition. Endoleaks are addressed in the provided IFU. Event is under investigation at this time.

Event description:
A (B)(6) female patient underwent aaa and common iliac artery aneurysm repair with anesthesia on (B)(6) 2011. The patient's anatomical form was not suitable for the procedure since the diameter of proximal neck was 17mm and access vessel was 6mm. Final angiography revealed endoleak into common iliac artery aneurysm. The physician considered the possibility of type I, type iii and type IV endoleak, and he confirmed it was type IV endoleak. He decided to take follow-up observation since the endoleak was thought to be resolved after heparin neutralization. Act was 294. It is unknown the patient's condition after the procedure as the information was not provided by the reporter.